Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The peripheral drill bit is broken where the threads attach to the universal driver handle.

Manufacturer narrative:
Additional narrative: examination of the returned device confirmed the reported damage. A worldwide complaint database search for product code 223680090 did not find a trend of complaints related to fractures of the drill bits. A device history review was not possible since the lot number was unavailable. Without all of the pieces of the drill bit to evaluate, a root cause could not be determined. Corrective action is not indicated. Continue to monitor per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.